Event description:
The anvil became stuck while inserting it. Several attempts were made trying to advance the anvil, on the last attempt the anvil came apart. Anesthesia and the surgeon were able to retrieve all the components of the anvil from the patient.